Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Analysis found that the lead was returned in two pieces. Final analysis found an external insulation abrasion noted at 39.6-40.1 cm from the distal tip, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.